Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query was not performed because the lot number was not reported. The reported patient effect of embolism is listed in the command 14/es instructions for use as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, a peripheral embolization was noted during the procedure. The embolization was reportedly, not clinically important. No treatment was provided, and the issue resolved. It is unknown if the ht command guidewire was in the patient when the embolization was noted in the peroneal artery. In the physician¿s opinion, it is unknown if an abbott device caused or contribute to the noted embolization. No additional information was provided.